Event description:
Reported receiving low readings from blood glucose monitor. In blood glucose tests, customer received a lab reading of 386 mg/dl compared to a meter reading of 138 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.